Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during drain two of four while the patient was connected. The patient stated that they could see a leak and that it looked like it is coming from the homechoice door. The patient stopped therapy and opened the cassette door to remove the cassette. The patient stated that there was a hole in the cassette casing and that it was dripping into their hand as they were holding it. The patient stated that the gasket seemed dry. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a cracked cassette. Functional testing was performed including eight psi underwater pressure leak test, clear passage test, clamp function test and device to device interaction testing. A leak was noted from the cracked cassette. The reported condition was verified and the cause was determined to be a crack in the cassette. Should additional relevant information become available, a supplemental report will be submitted.